Event description:
The distributor reported that a component from within the kit was caught in the seal of the package causing a breach in the sterile barrier. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. A review of the device history record found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually, a hole in the tyvek near the seal was found. The tyvek damage was caused by a component getting caught in the seal area during the package seal process. The complaint is confirmed for this device. The root cause is attributed to the manufacturing process.